Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by stable angina. During the index procedure, two resolute onyx stents implanted in the lad and one resolute onyx stent implanted in the 1st diagonal. It was reported that the patients troponin levels were elevated post procedure. Cec adjudicated mi as a non q wave mi (target vessel) mdt extended historical peri-pci. Cec also assessed stent thrombosis as no event. The mi occurred in the lad and 1st diagonal.